Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing lower and then higher insulin estimates than caller¿s calculated values despite correct filling steps. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with guidance from technical support, delivered a disconnected test bolus to update insulin estimate after being advised that insulin on board would be affected, declined to load new cartridge, and chose to continue using current cartridge.